Manufacturer narrative:
G2: citation: authors: hohenstatt, s., vinci, s. L., vollherbst, d. F., tessitore, a., schmitt, n., pitrone, a., caragliano, a. A., velo, m., möhlenbruch, m. A., & paolucci, a.. Flow diverting stents in cerebral small caliber vessels (2mm) for aneurysm treatment: a three center retrospective study. Clinical neuroradiology: official journal of the german, aug 1 2023. Doi:10.1007/s00062-022-01187-6 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Hohenstatt s, vinci sl, vollherbst df, et al. Flow diverting stents in cerebral small caliber vessels 2 mm) for aneurysm treatment: a three center retrospective study. Clinical neuroradiology: official journal of the german, austrian, and swiss societies of neuroradiology. 2023;33(1):99-105. Doi:10.1007/s00062-022-01187-6 medtronic literature review found a report of patient complications in association with the pipeline devices. The purpose of this article was to evaluate the safety and efficacy of flow diverting stents (fds) placement in anterior and posterior circulation aneurysms with parent arteries =2mm in a real-world representative setting. Patients treated with fds at the three participating university hospitals were retrospectively reviewed between 2009 and 2021. The I nclusion criteria were the placement of at least one fds in a parent vessel with a maximum diameter of 2mm or less. A total of 55 consecutive patients (36 women, 19 men; mean age 62 years; range 28¿78 years) with 56 aneurysms met the inclusion criteria. Five commercially available fds were used: the pipeline embolization device (ped); the pipeline flex with shield technology (pipeline shield); the fred jr; the silk vista baby (svb); and the p48_hpc. The article does not state any technical issues during use of the pipeline devices the following intra- or post-procedural outcomes were noted: -the thromboembolic complication rate was 9% (5 patients) whilst the hemorrhagic complication rate was 4% (2 patients). These complications were all promptly treated effectively preventing sequelae to the patients. -one patient (patient no. 40) had a transient periprocedural contrast media extravasation from fds deployment wire. The patient experienced subarachnoid hemorrhage. They fully recovered with no clinical sequelae. -in three patients (patient no. 34 with ped) acute intraprocedural apposition thrombi formation after fds placement was seen. A prompt pharmacological management was initiated by immediately giving i.v. Glycoprotein iib/iiia receptor antagonists (abciximab or tirofiban; dose adjusted to body weight). All patients had no clinical sequelae as the vascular territory was successfully restored in all cases. -the primary efficacy endpoint was reached at 12 months in 45 cases (80%). The complete (d) and near-complete (c) occlusion rates were 55.4% and 25%, respectively. 3 patients with pipelines had near complete occlusion rates (c) and 3 with incomplete occlusion (b).